Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis. The common compute controller (ccc) was analyzed and the complaint was not confirmed by failure analysis. Unit was installed into a test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. The next ccc was analyzed and the complaint was not confirmed by failure analysis. Unit was installed into a test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a "system connecting" message. Customer tried to power cycle multiple times before calling. Technical service engineer (tse) had them try emergency power off (epo) and hard power cycle with no change. Tse then had them disconnect all external cables from the panel at the rear of the tower besides ethernet and hdmi cable to the input from the handheld camera boxes but the error persisted. There were no logs in artemis or lighthouse. Clinical territory associate (cta) contacted tech support from off site to report the customer informed her the system connection message was persisting on power up. Tse informed caller the customer was troubleshooting with another tse agent. Cta called back to inform electricians have checked operation room (or) power and confirmed no power related issues in the or. The procedure was aborted with no patient involvement.